Event description:
Returned dacapo power pack showed a broken housing with electrolyte leakage; however, no patient contact to battery chemistry was reported. As per additional information received, the patient stated that the power pack got broken while charging.

Manufacturer narrative:
The device has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.